Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing the 5008x caresystem, and the serious adverse event of cardiac arrest. The etiology of the serious adverse event remains unknown; therefore, causality could not be firmly established. However, functional compliance testing and following the serious adverse event, determined the 5008x caresystem was functioning as intended. It should be noted that the lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the 5008x caresystem can be disassociated from serious adverse event. There is no allegation or objective evidence indicating a fresenius device and/or product caused the serious adverse event. Furthermore, there was no report a fresenius product and/or device failed to meet the users¿ expectations and/or the manufacturers¿ specifications during post-event functional compliance testing.

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 5008x caresystem for renal replacement therapy (rrt) ¿coded¿ (cardiac arrest) while undergoing hd therapy on (B)(6) 2025. On (B)(6) 2025, a fresenius field service technician (fst) was dispatched to perform post-serious adverse event functional compliance testing on the 5008x caresystem. All post-event testing was completed and passed without issue. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, outcome of cardiac arrest, past medical history, hospital course, discharge summary, treatment records) were unsuccessful.